Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Review of the event history log confirmed the reported problem. It was determined that the worn components were the root cause. The service history review had no indication that the complaint was related to a service of the device within the review period. The device was repaired by replacing the right and left clutch, clutch spring, worm coupling and motor to fix the check clutch issue.

Event description:
It was reported that the pump exhibited a travel reverse plunger error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.